Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that upon retracting the needle it would catch pulling the catheter out of the patient. Needle retractors, safety part, was catching on cath and pulling out of the patient. Additional information 2/19/2024: another IV catheter was used and access was obtained successfully. Occurred while attempting to gain IV access on a patient. Seems that the needle/guide wire were catching on the catheter when retracting the needle. Patient had to be stuck a few time due to catheter pulling out of the site when retracting the needle. IV access was obtained with another catheter. No real harmful delay was caused. It was reported this occurred with two devices. This report addresses the first device.